Manufacturer narrative:
Other text: investigation completed on a smiths fluid warming/level 1 hotline low flow systems - hl-90 . The complaint of broken led and fried board confirmed during testing two of the led's are broken but did not confirm board is not fried and functions properly even though it's outdated. The physical condition of the device wear and tear damaged enclosure, float switch, plate clip, and front cover. Cracked tank cover. Rusty heater. Stripped interlock block. Noisy pump and faulty micro switch. Action was taken to replace the pcp board. Other repairs: replaced float switch, pump, enclosure, tank cover, front cover, heater, interlock block, plate clip, micro switch, and line cord. Also upgraded the damaged pcb, power switch, and retainer under capa2010-05-002. Performed pm.

Event description:
Device evaluation completed and summary in h 10.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 has a broken led. Fried board. No patient adverse events reported.